Event description:
It was reported that the user attempted to pair a new glucose sensor and received an incompatibility alert; review of the sensor packaging confirmed it was a libre 3 rather than a libre 3+, and the user then paired a dexcom g7 using a new pairing code with successful warmup initiation. Symptoms included no adverse clinical effects or alarms reported. Outcomes included continued glucose monitoring using the g7 without interruption. Customer care provided troubleshooting steps such as verifying nfc settings, removing the phone case, rescanning, and confirming the sensor model on the packaging. Investigation of this case revealed an incorrect sensor type supplied for the intended system, leading to incompatibility during pairing; no device malfunction of the receiving device or the successfully paired g7 was identified. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor model due to product mix-up.